Event description:
During a catheter ablation a polarxfit catheter was selected for use. The patient experienced phrenic nerve injury at the hospital while cooling the right pulmonary vein. It is unknown if the phrenic nerve injury was resolved. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.